Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed physical damage to q27. The technician then installed the power management board into cardiosave test fixture and tested it to factory specifications per cardiosave service manual and it failed testing. The national repair center verify the reported failure "batteries do not charge while connected to ac power when pump console is in the cart". The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the batteries will not charge, the cardiosave intra-aortic balloon pump (iabp) works on mains and on batteries. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier stated that they verified the failure of the batteries do not charge while connected to ac power when pump console is in the cart. The supplier replaced components q27,q50, and u16 and the board passed testing. A senior repair technician installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that the batteries will not charge, the cardiosave intra-aortic balloon pump (iabp) works on mains and on batteries. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the power management board to address the issue. The fse performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the batteries will not charge, the cardiosave intra-aortic balloon pump (iabp) works on mains and on batteries. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.